Event description:
Patient manuevered up against the portal of the incubator. Door flung open and patient was dangling for monitor wires which patient was attached to. Door latch was found to be loose, spring was not tight in latch.